Event description:
Pump encountered an altitude alarm, which did not adversely impact the customer's blood glucose level. Issue was resolved earlier in the day and did not reoccur after troubleshooting steps, including removing obstructions and cleaning speaker holes, were taken. Pump resumed normal operation, and technical support provided tips for preventing future altitude alarms.